Event description:
Attempted to place PICC in right basilica vein. Obtained access but unable to thread wire. While removing wire, resistance was met. Upon total removal of wire noted to have unraveled. Copper tip visualized. Order for right arm xray obtained.